Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Additional device implanted on (B)(6) 2003, and involved in this event: (B)(4).

Event description:
On (B)(6), 2003, this pt was treated for a thoracic aortic aneurysm with two gore excluder thoracic endoprostheses. Between 2003 and 2010, the pt experienced endotension and aneurysm enlargement. On (B)(6), 2010, the physician relined the original devices with two gore tag thoracic endoprostheses. According to the physician, it is unk if the endotension and aneurysm enlargement were caused by a type IV endoleak. The pt tolerated the procedure.